Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. Per tandem¿s instructions for use: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Lastly, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer loaded cold insulin into the cartridge, and had overfilled and reused the cartridge. The cartridge was changed to address the issues and insulin delivery was resumed. Customer¿s blood glucose level was 350-400 mg/dl.